Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.

Event description:
A customer reported to baxter product surveillance of a flo-gard infusion pump that breaks unknown set lines. This condition was found in the emergency room upon power up. The customer has defined this event to have occurred at or before the first clinical use of this new/refurbished device. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow up report will be submitted.